Event description:
It was reported that the patient presented for revision of the right ventricular (rv) lead due to an episode of inappropriate shock. Chest x-ray confirmed the presence of externalized conductors. The lead was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: product will not be returned. Update to h6 codes.

Event description:
New information notes device will not return.